Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed of 23 mmol/l; cause was due to occlusion alarm. Customer administered a manual injection to address bg level. Customer changed the pump supplies and resumed insulin delivery.